Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl), 530 mg/dl, 337 mg/dl, 250 mg/dl, and 266 mg/dl. Customer treated himself with 20 units of novolog insulin based upon these readings. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.